Manufacturer narrative:
Citation: pagnoni m, meier d, luca a, et al. Role of routine electrophysiological study performed during transcatheter aortic valve replacement to predict av block. Pacing clin electrophysiol. 2025;48(4):377-385. Doi:10.1111/pace.15159. Earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the value of electrophysiological (ep) testing to predict high degree atrioventricular block (havb) after transcatheter aortic valve replacement (tavr). The study population consisted of 97 patients who underwent tavr with either a medtronic evolut r/pro self-expandable valve (n = 11) or a non-medtronic sapien balloon-expandable valve (n = 86). Among all 97 patients, the following adverse outcomes occurred: left bundle branch block, high degree atrioventricular block (avb), second degree avb, complete avb, and need for permanent pacemaker implantation. Additionally, the authors noted that the indication for pacemaker implant was either a second degree or higher grade avb recorded beyond 24 hours after tavr or an hv interval = 70 milliseconds during a second ep study.